Event description:
It was reported that bacteremia/endocarditis was observed. Device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
Initial diagnosis preoperatively was systemic bacteremia. Physician's preference was prophylactic removal of as much of the existing device system as possible. No complications were noted before and after the procedure.